Event description:
It was reported that the device was programmed to deliver 17.5 joules and when the physician attempted to induce the patient via dc fibber the device continued to charge to 16 seconds before the representative delive red a pc shock. The physician reopened the patient and explanted the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The field experience of extended charge time was verified in the laboratory. The cause of the extended charge time was a damaged high voltage capacitor.